Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor. The pump was unable to verify for low battery alarm or stuck in full screen due to blank display. The pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 8.0 mmol/l. The customer stated that the pump shut off after low battery alarm. The customer stated that there is a full black screen on the pump. The customer mentioned that the pump was not exposed to high temperatures or moist. The customer inserted a new battery and the screen is still black. The customer was advised that the pump will be replaced.